Manufacturer narrative:
(B)(4).this complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, in drain cycle 3 of 3. The patient stated he was still connected to the hc. Gts explained that the system error indicated a large amount of air had entered into the disposable set and had the patient cycle power. Gts then advised the patient to discard the supplies. Product surveillance contacted the patient, who explained the issue was resolved but the cause of the system error was unknown. The patient verified there were no loose connections, disconnections, or defects with the supplies. The patient further explained they were able to continue therapy with manual supplies, and also verified the lot information was not known. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.